Event description:
The customer contact reported the pt received less IV fluid than intended. On an unspecified date and time, the pump was programmed to deliver a 5% dextrose and 0.45% sodium chloride, at a rate of 100ml/hour, with a vtbi (volume to be infused) of 100ml, and the delivery was started. The customer contact reported that during the morning nursing rounds, the nurse noted that 100ml of IV fluid was delivered instead of 600ml as expected. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.